Event description:
It was reported in an article file studying the vocal cord function of patients implanted with vns that two patients were found to have an immobile left true vocal fold at rest. The patients had an abnormal emg result. This report captures the second pt and MDR # 1644487-2010-00105 captures the first pt with an immobile left vocal fold. Good faith attempts to obtain add'l info from the author including pt and product identifiers as well as to whether or not this event has been reported to the manufacturer previously are pending.

Manufacturer narrative:
Shaffer, ml et al. Vagal nerve stimulation: clinical and electrophysiological effects on vocal fold function. Ann otol rhinol laryngol. 114(1 pt 1). 7-14. 2005.